Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Based on the current monitoring voltage of the device and implant time to date, technical services suspects premature battery depletion. Recommendation to return memory disk for analysis.